Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom hip component on the left side on (B)(6) 2005. In 2006, scoliosis was diagnosed. Pain both in the back and the hip was diagnosed in 2009. During x-ray examination, hip implant loosening was discovered. Alval and metal allergy was diagnosed. The pt underwent revision surgery on (B)(6) 2010 due to loosening and pain.

Manufacturer narrative:
The MFR did not receive devices or x-ray for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retaining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a correction action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on october 09, 2015. This additional information does not change previous manufacturer's assessment of the case. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom hip component durom acetabular component 52/46 code l and was revised due to osteolysis, pain, loosening and alval .